Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer¿s blood glucose was 50 mg/dl due to customer working and did not notice minimum fill notification was on screen, reportedly customer consumed glucose tablets to address the isse. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.